Event description:
It was reported that the device was contaminated. The target lesion was located in the left main multivessel coronary artery. A 330cm rotawire and wireclip torquer was selected for use. During preparation, it was noted that the device has an abnormal foreign object. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device was contaminated. The target lesion was located in the left main multivessel coronary artery. A 330cm rotawire and wireclip torquer was selected for use. During preparation, it was noted that the device has an abnormal foreign object. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection on the body and proximal section of the guidewire were kinked. The kink on the body and proximal section were measured from distal to proximal 16.0 in and 128.0 in. Microscope inspection revealed that there was no foreign material on the guidewire. The spring tip was observed bent. The media attached to the parent record shows the device loaded on the hoop but does not show any evidence of the reported issue.